Event description:
Patient representative reported "patient's concern with product, tissue damage, scarring, disfigurement, asymmetry, accumulation of fluid, capsulectomy, pain, anxiety, panic disorder, and chronic headache. This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Initial reporter was a lawyer, therefore additional event, product, and/or patient details will not be requested. Reason for reoperation: patient's concern with product, tissue damage, scarring, disfigurement, asymmetry, accumulation of fluid, capsulectomy, pain, anxiety, panic disorder, and chronic headache.